Manufacturer narrative:
This unit was returned for failure analysis, but the reported "e200 shutdown 6 times" issue could not be confirmed or replicated. The e-200 was visually inspected, and no issues were found. The unit was installed onto a known good system and powered on without any problems. It passed system drive testing and fixture testing. Based on these findings, the unit functions as designed, and the root cause cannot be determined.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that the e200 generator went down six times during the case. The operating room staff power cycled the system and confirmed that the power cables were plugged in properly, but the e200 continued to shut down. They did not have a spare e200 at the site. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the procedure was completed robotically. The same generator was used to complete the procedure. They stopped using the curved vessel sealer. A different generator was used for following cases. There was no harm or injury to the patient.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced the e-200 generator to resolve the issue. The system was tested and verified as ready for use. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.